Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the patient described feeling heat, so the catheter was immediately turned off and additional tumescence applied. It was further reported that the catheter was restarted, and the patient immediately felt a "significant" electric shock/jolt down leg and so the catheter was turned off and removed. Reportedly, the ablation segment of the catheter was heavily charred and somewhat distorted. The procedure was completed using another catheter. The current status of the patient is unknown.

Event description:
It was reported that during a radio frequency ablation procedure, the patient described feeling heat, so the catheter was immediately turned off and additional tumescence applied. It was further reported that the catheter was restarted, and the patient immediately felt a "significant" electric shock/jolt down leg and so the catheter was turned off and removed. Reportedly, the ablation segment of the catheter was heavily charred and somewhat distorted. The procedure was completed using another catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vcrf 60cm catheter was received for evaluation. One photo was provided for review. The photo shows one venclose catheter heating element with black char and possible burnt tissue covering 3/4 length of the distal end of the catheter. During the visual evaluation of the sample, what appeared to be excessive burnt tissue was noted from the center portion of the catheter coils to the distal shaft. Under microscopic observation, no breaks or exposed wires were observed throughout the burnt tissue portion of the heating element. Upon opening the handle, no damage was noted throughout. The yellow signal wire was swapped with the red signal wire at the solder joint. The proximal battery was noted to be partially seated within the battery holder. The distal battery was noted to be fully seated within the battery holder. Both battery holders were clean. When original batteries were removed, both battery pads were clean. The batteries were inspected with uv light and the distal battery showed slight glowing residue in the center of the surface area; the proximal battery did not show any glow anomalies. During the functional testing, the catheter was plugged into generator with original batteries and the generator remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. The generator temperature was not rising, and the resistance of the thermocouple was within specification. Further treatment cycle testing was not performed because the heating element was charred on 3/4 of the heating element. Although full functional testing was not performed, based on the identified swapped signal wires and damage to the heating coil, the investigation is confirmed for nonstandard device (swapped signal wires), thermal decomposition, and excessive heating. The root cause of the thermal decomposition and excessive heating of the device was caused by the swapped signal wires which was manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.